Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a vessel occlusion procedure, the jaw was not able to close and the clip was loaded not straight so it got blocked and was unusable. The device was changed to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. The instruments were received fully applied. Visual inspections of the instruments revealed no abnormalities. Functionally, the empty cartridges precludes firing evaluations; however, the interlocks were engaged and properly prevented the jaw from approximating. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.